Manufacturer narrative:
The field service representative could not duplicate the reported issue. He checked the display and all segments but the system was functioning as intended. He reseated all the connectors on the display board. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the temperature display had a missing segment during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.